Event description:
It was reported that a physician attempted suture placement of the prostar xl device using a pre-closure technique, in a mildly calcified common femoral prior to an abdominal aortic aneurysm procedure. Reportedly, when pulling out on the ring of the device, the needles went out of the tambour. The physician then attempted to push them back in without success. Since the device did not work, the surgeon closed the vessel surgically with a suture. There was no reported adverse patient sequela. The prostar xl placement was performed using a 6 fr introducer sheath. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The report received indicated that the sutures were out of the hub and tangled up. The device was discarded, return of the device may have aided in the determination of the cause for the reported issue. The suture being tangled can be influenced by factors that include, but not limited to, manufacturing and/or user technique. The sutures are not stored within the hub as stated in the report. The sutures are contained within a suture tube that is coiled and located opposite to the marker lumen next to one of the interlock gear handles. During manufacturing the suture is placed within the suture tube and is seated onto the suture lumen (connected to the hub). As part of the procedure, there is a verification to straighten the suture coil and ensure it does not pull from its seated position. The suture coils are verified again to be seated onto the suture tube and not lying flat prior to being placed into the packaging tray. Verification to ensure proper placement of the suture coils within the tray, where the coils rests on bottom of tray to further prevent jostling, is also performed. During manufacturing, the device is handled prior to being packaged, and it is also handled by the user while it is removed from the package. In between these times there is a potential to have unseated the suture coil from the suture lumen and exposing the sutures. This could allowed the sutures to tangle; however, this cannot be confirmed. The cause of the reported experience of the prostar xl device having tangled sutures out of the packaging could not be determined by the reported information. Review of the lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and did not reveal any similar incidents for this lot. No manufacturing deficiency was detected. In review of the incident, there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The prostar xl device is designed for use in conjunction with a 8.5f to 24f sheaths. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that according to the physician, when the prostar xl package was opened, it was observed that the sutures were out of the hub and tangled up. The device was not used in the patient, there was no contact between the device and the patient. Hemostasis was achieved surgically. No additional information was provided.